Event description:
Procedure: gastric bypass. According to the reporter: because there was no impact tot he pt, no pt info was provided. Another device opened. At first the device didn't recognize the reload so I had the tech unload the reload from the device and remove the adapter and re-install the adapter then reload. All seemed to work fine at this point. The first firing went well. After the second firing I noticed the device articulated once it was in the techs hand after being removed from the pt. On the fourth reload, while the jaws were open and while repositioning the device, it started articulating on its own. Another device was used to continue the case.

Manufacturer narrative:
(B)(4).